Manufacturer narrative:
This charger model number was associated with a field correction. Mfrs eval: corrective and preventive action (CAPA). Eval codes results code: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report numbers: 1627487-2013-15554, 1627487-2013-15555, 1627487-2013-15557. The pt is implanted with a scs systems. It was reported the patient experienced burning and uncomfortable heating at the ipg sites while charging. The patient indicated the issue occurred with both scs systems a few times around the date the systems were implanted. The patient was sent two le replacement charging systems. Follow-up identified the patient's issue was resolved with the use of the replacement charging systems. On 08/01/2012, st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.